Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting. To resolve the issue, the fse reset the ethernet and hdd connections of the host pc. After connection reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome.